Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2024. H.6. Investigation summary: bd received 1 photo and 1 contaminated sample for investigation. The photo and sample were reviewed and the indicated failure mode of underfill was observed. Additionally, 20 retention samples from bd inventory were functionally evaluated for underfill and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the tubes did not fill properly and were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd received 1 photo and 1 contaminated sample for investigation. The photo and sample were reviewed and the indicated failure mode of underfill was observed. Additionally, 20 retention samples from bd inventory were functionally evaluated for underfill and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the tubes did not fill properly and were underfilled. There was no health impact or consequences reported.